Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarm on their insulin pump. The customer states that they receiving no delivery alarm while trying to conduct a bolus. The customer's blood glucose level at the time of incident was over 600mg/dl. The call was dropped. The customer was not able to be reached.